Event description:
It was reported that the primary cemented exeter arthroplasty was in 1997. Episode of dislocations 3-years earlier. Radiographic evidence of some poly wear and progressive osteolysis around distal cement plug.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown liner. The device was not returned for evaluation. The event was confirmed. The clinical review of the provided medical records and x-rays indicated that the liner shows evidence of gross wear and deformation with indent on postero-superior rim as evidence of impingement. Poly wear is probably the root problem with particle generation plus distal migration until plug level probably secondary. It is noted within the medical records that revision surgery was performed as there was evidence of osteolysis developing around the distal polyethylene plug as well as lysis around the proximal posterior relative to the femoral component. Surgery was performed to stop progressive bone loss which could lead to fracture.